Event description:
Rptr's family member had problems with 2 infusion pumps. The first infusion pump was replaced by the mfrs because, there was a mechanical failure resulting in high blood sugar level of the user. The second pump shut down occasionally and had to be reprogrammed. The alarm did not function sometimes and the blood sugar level continued to be high. The user was hospitalized on several occasions. The MFR replaced the second pump.